Event description:
The surgeon was close to the end of the procedure when a gasket was seen floating around in the abdominal cavity. The surgeon was able to remove the gasket with the equipment already in use. No add'l incisions or surgical procedures were done.

Manufacturer narrative:
Ethicon endo-surgery, inc. Investigation response: the analysis results confirmed that the reported o-ring was an inner gasket that had been dislodged from its original position, and was returned with the instrument. The trocar assembly has been modified in the following way to reduce the opportunity of the valve seat gasket dislodging. The silicone gasket, that surrounds the valve seat, has been modified by the addition of three horizontal holes. These holes help locate and affix the gasket to the valve seat. The valve seat assembly has been modifed by the addition of three horizontal tabs being incorporated into the injection molded seat. When the silicone gasket is placed over the valve seat the valve seat and the valve seat tabs protrude through the gasket holes this significantly reduces the probability that the gasket will become dislodged. Once the gasket/valve seat assembly is welded into the sleeve housing, there is insufficient clearance (between the end of the valve seat tab and the inner surface of the sleeve housing) for the gasket to pass over the tab. Consequently, the gasket is virtually locked in place.